Event description:
A customer contacted beckman coulter regarding an erroneous platelet (plt) result that was generated by the coulter act 5 diff cp analyzer. A pt sample was tested for plt and a result of 557 x 10 to the power of 3 cells/ul was obtained. The plt result was printed with an "hh" flag. (See below). The plt result is believed to be erroneous because the doctor questioned the result and requested the sample to be sent to a hospital for verification. The sample was re-tested for plt at the hospital lab and a higher result was obtained. The plt result obtained at the hosp lab was 755 x 10 to the power of 3 cells/ul. The plt result was printed with a flag. Based on available info, there was no affect to pt treatment.

Manufacturer narrative:
Qc performed before the event was within expected ranges. Customer runs qc daily. Customer did not observe problems with other pt samples at the time of this event. A field service engineer (fse) was dispatched to the customer's lab. The fse checked the instrument operation and adjusted plt cal factor. The fse verified repair per established procedures; the results meet published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.